Event description:
Plaintiff alleges the development of an allergy to latex after years of exposure to latex containing products including latex gloves. As a result of this allergy, plaintiff alleges sustaining general and special damages. Plaintiff's husband, alleges loss of consortium of his wife.